Manufacturer narrative:
An olympus service technician evaluated the camera head onsite. Inspection and testing of the device confirmed no image was displayed due to imaging component failure [faulty charge-coupled device (ccd) unit, or faulty imaging elements in the camera head]. Replacement of the camera head was recommended. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the camera head would not connect to the processor and display an image. Additional details have been requested regarding the reported event. At this time, no additional information has been provided. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured. Based on the results of the investigation, the investigation confirmed a faulty charge-coupled device. The specific root cause of the faulty charge-coupled device could not be determined at this time. Olympus will continue to monitor field performance for this device.